Event description:
Dr performed electrical stim on pt using henley healthcare jeltrode electrodes and another manufacturer's stim unit. One electrode was placed on the heel, and one on the crease between foot and shin. The pt had a skin reaction which was described as blistering and small bullous formations with the affected area showing a perfect imprint of the electrode. The dr described the reaction as "violent". Prednisone was administered to resolve the problem. The initial complaint came in as a phone call from the rn on 6/15/00. The severity of the injury was not fully understood until receipt of the 6/28 letter and subsequent phone conversations with the dr.